Event description:
The probe tip turned hot (cherry red tip) during use inside the patient's leg, which is normal, per the manufacturer field representative, but it would not turn off. The staff removed the device and opened a new one. There was no patient impact or harm.